Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted, (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the patient developed a large hematoma. The patient remained on coumadin and was discharged two days later; the skin was dry and intact. Approximately a week later, the patient returned with a pocket infection accompanied by complaints of pocket pain, redness, warmth, tender to touch, fever and chills and purulent drainage. The patient was admitted and started on intravenous antibiotics. Several days later, the cultures were negative and the patient was discharged. At a follow up visit, the hematoma symptoms had improved and no further intervention was needed. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.